Event description:
It was reported that the arctic sun device had an alert 51(patient temperature 1 below control range) and patient temperature was currently at 30.3c. The nurse stated post code patient who was cooled with hypothermia therapy, patient was warmer than 33.0c at the start of therapy, and was now at 30.3c. The target temperature was 33c, water temperature was 17.0c, nurse confirmed temperature sensing foley temperature with rectal temperature and system diagnostics showed, outlet monitor temperature was 17.0c, outlet control temperature was 17.0c, inlet temperature was 30.3c, chiller temperature was 5.7c, flow rate was 0.6lpm, inlet pressure was -12.9psi, circulation pump command was 0 percent, mixing pump command was 0 percent, heater command was 0 percent, water reservoir level was 3, system hours were 276 and pump hours were 352. Nurse had attempted to empty the pads, device alerted pads emptying could not complete, pads are not sufficiently emptied. Nurse confirmed that they had another arctic sun stat device, mss advised nurse to send this one to biomed and start on the other device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 51(patient temperature 1 below control range) and patient temperature was currently at 30.3c. The nurse stated post code patient who was cooled with hypothermia therapy, patient was warmer than 33.0c at the start of therapy, and was now at 30.3c. The target temperature was 33c, water temperature was 17.0c, nurse confirmed temperature sensing foley temperature with rectal temperature and system diagnostics showed, outlet monitor temperature was 17.0c, outlet control temperature was 17.0c, inlet temperature was 30.3c, chiller temperature was 5.7c, flow rate was 0.6lpm, inlet pressure was -12.9psi, circulation pump command was 0 percent, mixing pump command was 0 percent, heater command was 0 percent, water reservoir level was 3, system hours were 276 and pump hours were 352. Nurse had attempted to empty the pads, device alerted pads emptying could not complete, pads are not sufficiently emptied. Nurse confirmed that they had another arctic sun stat device, mss advised nurse to send this one to biomed and start on the other device.